Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left external iliac artery (eia). The lesion was pre-dilated with a 5.0x20mm sterling balloon catheter. This 7.0x30x75cm express vascular ld stent was selected for treatment and advanced; however, the stent delivery system (sds) was unable to cross the calcification in the lesion despite the use of excessive force. The physician made several attempts at crossing the lesion with the sds. The physician then attempted to remove the sds from the patient against resistance when the stent dislodged from the sds in the proximal left eia. The stent was deployed in this location and the procedure was considered completed at this point. No further patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).